Event description:
The patient was in the or, in the middle of a surgical procedure, the surgeon stated she had the patient's bowel in her hand, the stapler did not staple where it was supposed to and made a hole in the patient's bowel. The surgeon fixed the hole.